Event description:
On 01/08/2025, abbvie became aware of publication titled, "robotic sugarbaker parastomal hernia repair: updated series and outcomes" from the USA on an analysis of a prospectively maintained institutional database of 26 patients who underwent robotic sugarbaker parastomal hernia repair with mesh. Strattice alone was used in 5 patients, and in 3 patients macroporous midweight mesh fashioned by the surgeon with a strattice patch in contact with the lateralized stoma was used. The authors report the following complications overall but do not specify complications by mesh type: wound infection: 1, intraabdominal abscess: 1, mesh infection: 2, hernia recurrence: 4, fistula: 1. Reoperation for relative obstruction at the stoma site requiring mesh excision: 2. Reoperation for relative obstruction at stoma site related to stricture at peritoneal closure: 1. Cecal perforation: 1.

Manufacturer narrative:
Due to limited information available about each reportable event and lack of specific patient and product information in the literature article, one complaint case is being opened that is representative of all events from the referenced article. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Multiple follow up attempts have been made, however no further information has been obtained by the physician to confirm device relatedness. The reported events are being reported out of an abundance of caution.